Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that therapy stopped due to power on reset (por) error code. The por is not related to over discharged. The patient stated they went to turn their ins on and saw call your doctor screen with an informational por message. The patient stated that the ins charge level has not been low recently. Product service specialist (pss) reviewed the steps to clear por with the patient programmer and the por screen was successfully cleared. The patient turned stimulation back on. No further patient symptoms or complications were reported in this event.